Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with tazicef and ancef (doses and frequencies not reported) intraperitoneally (ip) for peritonitis. The patient was discharged from the hospital after six days. It was reported that the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot number h14b03053, h14c02012, and h14d05021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.